Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified crease fold, fluids, brown particles, and an opening. Leak test was performed and identified an opening on the posterior side. A microscopic analysis was performed which identified a striated edge opening consist with the use of a surgical tool. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was two striated edge openings on the posterior side assessed as surgical damage.

Event description:
Healthcare professional additionally reported "patient¿s concern with the product".

Event description:
The device was explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "swollen lymph nodes." Device remains implanted.